Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 02, 2018 - september 03, 2018. The device was received leaking in open zip lock bag. A visual inspection was performed which observed a tear in the lower right side edge of the bag. A functional testing was performed which revealed a leak from the lower right side edge of the bag. Additional magnified inspection was performed which verifies a tear or hole in the lower right side edge of the bag where the leak occurred. The reported problem of leak was verified. The cause of the tear or hole was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.